Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report the device will not shipped to b. Braun melsungen ag for investiagtion. The investigation results will be provided by our sales organisation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion: according to the customer complaint:"pump infusomat space series (B)(6)-it was reported that there was a change programming 1ml/h to 60 ml/h.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination by our sales organization : the provided sample was tested according the requirements of technical safety check as well as a flow test was performed. Conclusion: the device is working according to its specification.